Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A physician reported that a patient experienced an inflammatory reaction post cataract extraction with intraocular lens implant surgery. This patient required additional intervention. The patient's symptoms are improving. Hospitalization was not required. The surgeon is suspecting this is due to lack of training of the operating staff in the cleaning and sterilization process of the handpieces. Additional information has been requested but not received. This report is for the first of two reports being filed from this facility for this event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the customer. This was the third case of the day. Corneal edema, vitritis and hypopyon was noted on the first post operative day. A vitreous and aqueous tap was performed. The patient was hospitalized. A vitrectomy was required. The patient's symptoms have resolved.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the three handpieces were returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Handpiece #1 was manufactured on june 19, 2015. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample fond no visual nonconformity. The handpiece was flushed for metal particulates testing. The sample was analyzed at the manufacturer site and found to have metallic particles up to 36 microns. The metallic particles were identified to have titanium; however, the exact origin and quantity of the metallic particles remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications per product specifications (ps). The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. Handpiece #2 was manufactured on november 4, 2014. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample fond no visual nonconformity. The handpiece was flushed for metal particulates testing. The sample was analyzed at manufacturer site and found to have metallic particles up to 35 microns. The metallic particles were identified to have titanium. However, the exact origin and quantity of the metallic particles remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications the handpiece #3 was manufactured on may 4, 2015. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample fond no visual nonconformity. The handpiece was flushed for metal particulates testing. The sample was analyzed at manufacturer site and found to have metallic particles up to 36 microns. The metallic particles were identified to have titanium. However, the exact origin and quantity of the metallic particles remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The exact origin and quantity of the metallic particles remains inconclusive. However, it was found that all 3 handpiece met specifications. Therefore, the root cause of the reported event cannot be determined conclusively. One used single piece irrigation/aspiration (I/a) handpiece was returned for evaluation for the report of endophthalmitis. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The handpiece was manufactured in january 2007. A visual inspection of the handpiece was performed and was deemed nonconforming. There are numerous scratches and dents on the front adapter edges from its use in placement and removal of tips onto the handpiece. There are two filing marks on the male luer. These nonconformances are unrelated to the reported issue. All other areas of the handpiece are visually acceptable. All reusable handpieces are 100% visually inspected, functionally tested, and cleaned during the manufacturing process. The manufacturing facility does not do any reprocessing of any complaint samples. Based on the age of the handpiece the complaint issue does not point to a manufacturing issue. The information in the complaint file indicates a conclusion was determined that the complaint issue was due to the lack of training of the operating staff in the cleaning and sterilization of devices. One I/a reusable handpiece was returned for evaluation. The I/a handpiece was visually inspected and was deemed nonconforming. There are numerous dents and nicks on the front adapter front and side surfaces. There is no anodizing on the handpiece surface. No lot number is present on the handpiece based on the age of the handpiece. Based on the design of the handpiece, the handpiece is over 10 years old. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All reusable I/a handpieces are 100% visually inspected, functionally tested, and cleaned during the manufacturing process. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).